Event description:
It was reported that the button on the dermatome device is stuck and will not move. The device was not in use for this event. There was no patient involvement.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.